Manufacturer narrative:
(B)(4). Baxter contacted the nurse to notify of this incident of increased intra-peritoneal volume (iipv) that was found during the device log review. The homechoice (hc) device was received operational and in good condition for evaluation at the product analysis lab (pal). A review of the device logs confirmed the iipv event. External & internal visual inspections revealed no problems. The cause for the iipv found in the logs was determined to be insufficient drain due to one or more cycles advanced to the next fill when slow/ no flow occurred above the minimum drain volume threshold. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2011 during drain cycle 3. The patient's ultrafiltration (uf) reading was 1511 ml, indicating the home patient (hp) drained 1511 ml more than the largest prescribed fill volume of 1900 ml. This meant the total drain volume was 3411 ml, which meets the iipv criteria. No patient injury or medical intervention was reported.